Manufacturer narrative:
The following fields have been updated with additional information: d9. Device available for eval- yes . D9. Returned to manufacturer on: 13-may-2025. H3. Device eval by manufacturer- yes. Investigation summary - material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 4158271 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr was reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. The complaint history was reviewed, and other complaints have been taken on this batch. There were retentions (86) available for inspection. There were 34/86 retention samples with particles at the bottom of the tube. There was one photo received to assist with the investigation of this complaint. The photo showed two tubes of batch 4158271 exp 2025-12-03 with white material near the tube sensor. Ten tubes were returned from batch 4158271 with 7/10 returns containing white sediment at the bottom of the tube. This complaint can be confirmed from the returned and retained samples. No complaint trends have been identified; no actions are indicated at this time. Bd will continue to trend complaints for defects.

Event description:
It was reported before using bd bactec¿ mgit¿ mycobacteria growth indicator tubes, white powder/particles were observed in an unspecified number of tubes. After inoculation with patient samples, 104 tubes were observed to be contaminated during the incubation testing period. Confirmatory testing involving subculturing, gram staining, and afb staining were performed. The patient samples were retested again before reporting results. There were no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using bd bactec¿ mgit¿ mycobacteria growth indicator tubes, white powder/particles were observed in an unspecified number of tubes. After inoculation with patient samples, 104 tubes were observed to be contaminated during the incubation testing period. Confirmatory testing involving subculturing, gram staining, and afb staining were performed. The patient samples were retested again before reporting results. There were no health impact or consequences reported.